Event description:
Patient's daughter called lifescan on 11/6/04 and alleged that her mother's meter was missing segments. The patient tested on her meter and stated that the meter's display was blurry but, she was able to see a reading of 400 mg/dl. She took 20 units of insulin (type is unknown) in the morning and in the afternoon she took 15 units of insulin. The patient began to feel ill in the evening. She reported symptoms of "sweet mouth, dizzy, fatigued, and very swollen legs." She did not test her blood sugar at this time. She went to the hospital and obtained a result of 320 mg/dl. The patient had a heart attack. She was given a catheter, anti-coagulant, and insulin injections. The insulin was the same as the regimen that patient takes at home: 20 units in the morning and 15 units in the evening. The meter failed the display check and the issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction. The patient obtained a high result on the meter and treated accordingly. She then began to experience symptoms later in the day, but did not test her on her meter. There is no evidence that the meter contributed to a serious injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.